Event description:
Broken needle [needle injury]. Case description: it is reported that a needle was broken off and in the pt's body. No further info concerning the pt or the event is available at this time. Add'l info has been requested.